Event description:
Customer reports via phone the pressure tubing is detaching from the tips of the syringes during injections and straying fluids on the staff. Customer reports the staff does wear personal protective equipment (ppe). No further info available at this time. No reported injury.

Manufacturer narrative:
(B)(4). Additional information from device evaluation: the 8886828206 vital vue*ext yank w/ext 12fr metal suct was complete and did not have any detached components. The small tube sent as being the metal object is not part of the product.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.